Manufacturer narrative:
Investigation: customer returned (4) loose 3/10cc, 8mm syringes. Customer states that it was hard to draw insulin. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9091648. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200812438] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp was difficult to draw insulin. The following information was provided by the initial reporter: the customer complained the syringe was hard to draw insulin.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp was difficult to draw insulin. The following information was provided by the initial reporter: the customer complained the syringe was hard to draw insulin.